Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces and with severely scratched display window. No button error alarm noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 376 mg/dl. The customer states there is a button error alarm present. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.